Manufacturer narrative:
The reported peritonitis event was manifested by cloudy pd effluent. One day after onset, the patient was hospitalized for the event and patient began treatment with injection magnova (intraperitoneally, 1 gram, first bag and 500 mg in each bag, frequency not reported). Three days after hospitalization the patient was discharged and had recovered. Treatment was ongoing. Dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment was not given for the event and the patient¿s outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.